Event description:
It was reported that while removing a twinfix screw from the patient's right scaphoid, the top 'head' portion of the screw broke off. The remainder of the screw could not be removed and was left in the patient.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidence was provided. Rep reported that no further information will be released by the hospital or surgeon. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. If the device is returned or if any additional information is provided, the investigation will be reassessed. Device disposition unknown.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
It was reported that while removing a twin fix screw from the patient's right scaphoid, the top 'head' portion of the screw broke off. The remainder of the screw could not be removed and was left in the patient.